Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode shocks the patient anytime they touch metal. The physician inquired if there was any evidence of lead damage. Surgical intervention was performed and the associated s-ICD was replaced for an unrelated reason. The lead remains implanted and in service.